Manufacturer narrative:
Device was not returned. Additional manufacturer narrative: the device was not returned to edwards for analysis. Attempts to retrieve the device and additional information are in progress. Without return of the device or additional information the root cause of the explant cannot be determined. If additional information is received a supplemental MDR will be submitted. Based on the information received the root cause for explant of this device remains indeterminable. No CAPA is applicable for this event; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that a 21mm aortic valve was explanted after an implant duration of approximately two and a half (2.5) years due to unknown reasons. The explanted device was replaced with a 23mm aortic bioprosthetic valve.